Manufacturer narrative:
The calibration data provided showed stability. Qc data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for 1 patient sample on a cobas 8000 c702 module. The initial altl result was < 5 u/l. The first repeat result was 24.0 u/l and the second repeat result was 27.5 u/l. No questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.